Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2021. The lens was exchanged for another same model/length but different diopter lens and the problem was resolved. The patient is happy. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -0.50/+5.5/093, (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2020. The patient experienced a refractive surprise and the lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.